Event description:
Curlin medical -moog medical- 4000 cms infusion pump. In pt use these pumps must be cleaned according to epa guidelines- that is- with a disinfectant that meets epa standards for disinfection- i.e. One that will eradicate (B)(6). The most effective of these disinfectants requires 10 mins of contact time to properly disinfect what you're cleaning. Other disinfectants require even more contact time. This infusion pump (and many others as well) is not engineered to withstand this type of cleaning. In fact, the user's manual forbids spraying disinfectant solution directly onto the pump. Rather, you must apply the solution with a damp cloth. On the outside of the pump this works ok. However, in the pump channel, it is not possible to get effective contact with all of the surfaces with a damp cloth. There are many nooks and crannies which require application of enough solution to fill them. However, if you do this, the excess solution can get into the motor compartment and ruin the motor. This has happened with 5 of our pumps. This is an area of the pump that pts have access to and which must be effectively sanitized to prevent spread of infectious disease. I believe this pump is improperly engineered with respect to this issue. I've contacted the manufacturer and they told me to use a handwipe to clean this area. This is poor advice as it will not provide adequate cleaning of this area of the pump. Please contact me and let me know if there is a resolution of the problem.